Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis. Three days after the onset of peritonitis, the pt was hospitalized for the event. The pt was treated with unspecified antibiotics. The cause of peritonitis was unknown. At the time of this report, the pt was recovering from peritonitis. On an unreported date, pd therapy was discontinued and the pt was placed on hemodialysis. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k07057 and h13k06034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided.   Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).